Manufacturer narrative:
(B)(4). Date sent: 5/28/2026. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: what was the indication for the initial surgery? Lavh. What was the type of approach in the procedure? Laparoscopic. Did the surgeon experience any device issues during the initial procedure? No. Which vessel was the device used on in the initial procedure? Uterine artery. Was there any bleeding during the initial procedure? No. Were there any coagulation issues during the initial procedure? No. What is the surgeon¿s experience with the enseal x1 curve jaw device? Starting using around (B)(6) of 2026. How was the hematoma identified? ER visit with pain 2 weeks postop. How was the hematoma addressed? Drain placed. Was a re-operation performed? No. What was the source of the bleeding and was it from a vessel that was sealed with the enseal device? Uterine vessels- yes they were sealed with enseal. What is the patient¿s current status? Drain did great and patient is recovering. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after the hysterectomy procedure, the patient developed hematoma postoperatively, approximately one week later.